Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolve this, the firmware was reloaded onto the pendant and motion controllers. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry was unable to re-home onto the imaging system. The reported issue occurred during testing. No additional information was provided. There was no patient present when this issue was identified.